Event description:
The device (bipolar insert cev634-1a 350mm mouiel) was returned to mxi for service and repair. It was reported that the tips were burned. There was no reported patient impact.

Manufacturer narrative:
(B)(4): analysis of the device (bipolar insert cev634-1a 350mm mouiel) confirmed that the tip was burned. It was also determined that the tips were misaligned due to physical damage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).